Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose reading of 586 mg/dl. The customer stated the infusion set was disconnected from her while sleeping. The insulin pump will not be returned for analysis.